Event description:
It was reported that this right ventricular (rv) lead exhibited noise oversensing, and the trend showed limited intrinsic amplitude with variable measurements. X-ray imaging was performed, but no anomalies were identified, and patient maneuvers were conducted, but the noise could not be replicated. Technical services (ts) recommended to consider investigating the integrity of the lead. At this time, no further information is available. The lead remains in service and no adverse patient effects have been reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).